Manufacturer narrative:
Examination of the submitted impactor confirmed fracture across the slots that connect with the universal handle. Evidence was found on the impaction face indicating that the impactor was not properly aligned on the tibial tray prior to impaction. The root cause is being attributed to suspected misuse. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Tibial impactor broke during impaction causing a surgical delay.